Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the patient info was missing from the station. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient info was missing from the station due to communication issue. A technical support specialist resolved the communication issue by synchronizing the data properly. The serial number, UDI and manufacturer details are kept blank since the given asset information is found to be an es server. The system functioned as intended after the technical support specialist resolved the issue.

Manufacturer narrative:
Section d4- updated serial number & primary unique device identifier(UDI) number. Section h4- updated device manufacturer date.